Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed bent conductor coils on the distal part of the lead. Also, blood or body fluid was noted in the lumen. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. The allegation was not confirmed and that the lead damage found was induced from the implant procedure.

Event description:
Boston scientific received information that during implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead system exhibited high out-of-range (oor) pacing impedance measurements. When the lv lead was tested with the pacing system analyzer (psa) it yielded normal impedance measurements. The field representative confirmed lead to be fully inserted into device header. The physician then attempted another manufacturer's lv lead but still received greater than 2,000 ohms impedance when it was connected with the crt-d. The competitor's lv lead also showed a normal impedance reading of 900 ohms with the psa. The crt-d and lv lead were attempted but not implanted. The competitor's lv lead was left implanted with the new device and all measurements were within normal limits. No adverse patient effects were reported.